Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was using a closurefast rfa catheter for the treatment of the great saphenous vein (gsv). One segment of 7cm was treated. An rfg3 was used. The IFU was followed. The lumen was flushed prior to use. The maximum temperature reached was 100 degrees celsius. It was reported after the first two cycles there was an issue with catheter withdrawal. It is though the catheter became stuck in the vein. Using force the device was removed but only a part of the heating element was removed. The other part was located via usg and it was removed with open surgery. The vein was also excised. No further patient injury reported for this event

Manufacturer narrative:
Image analysis 5 images were received for review. Image 1: ¿image received of a damaged and used closurefast device. Images shows a damaged heating element/coil that has been separated and exposed. There is seemingly also burnt biologics on the coil and biologics also appear to be on the handle of the device, all consistent with the reported event. Lot number # of the device could not be confirmed based on the returned image.¿ image 2: ¿image received of a seemingly damaged heating element/coil of a closurefast device. Burnt biologics are seemingly present on the coil and the coil is seemingly broken off and is exposed, consistent with the reported event. Lot number # of the device could not be confirmed based on the returned image.¿ image 3: ¿image received of a seemingly damaged heating element/coil of a closurefast device. Burnt biologics are seemingly present on the coil and the coil is seemingly broken off and is exposed, consistent with the reported event. Lot number # of the device could not be confirmed based on the returned image.¿ image 4 : ¿image received of a surgical procedure. Image shows damaged distal tip of heating element/coil of closurefast device seemingly being removed from body of patient, consistent with the reported event. Lot number # of the device could not be confirmed based on the returned image.¿ image 5: ¿image received of a seemingly damaged heating element/coil of a closurefast device. Burnt biologics are seemingly present on the coil and the coil is seemingly broken off and is exposed, consistent with the reported event. Lot number # of the device could not be confirmed based on the returned image.¿ product analysis visual inspection of the catheter shaft revealed no abnormality or deformity. No kinks were noted on the returned device. Visual inspection of the catheter heating element/coil revealed damaged. As reported the heating coil/element was returned detached inspection confirmed detachment occurred approx. 3.9 cm from the distal of the coil/element. The site around the detached heating coil/element was returned extensively damaged and burnt consistent with overheating and the use of excessive force to remove the device consistent with the reported event. Inspection of the heating element could confirm that the coil was exposed. Due to the device detachment continuity/resistance and functional testing could not be completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.